Manufacturer narrative:
Analysis was performed on the returned device. The reported foreign material was confirmed based on the condition of the returned gated suture trimmer. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaint from this lot. The reported foreign material was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
It was reported a piece of plastic was noted after opening the sterile device packaging. The proglide device was not taken outside of the plastic container. It was confirmed the device was not used in the patient. The piece of plastic was disposed. No additional information was provided. Return device analysis found no damage on proglide device; however, additional testing revealed one of the pegs from the suture trimmer was separated and not returned.